Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: date: (B)(6) 2025 - time: 6:52 pm - timezone: eastern time - sg: no sensor reading available - bg: 390 mg/dl. After dms review, we confirmed the following information at the time of the event: date: (B)(6) 2025 - time: 6:52 pm - timezone: eastern time - sg: no sensor reading available - bg available in dms: 390 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of the event because no sg was available due to the system being recently reconnected at the time of the event.the user didn't seek for medical treatment and resolved the event by taking insulin and resting.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported receiving a high glucose event on march 12th 2025 where user's sg was not available and bg was 390 mg/dl. A review of the sensor glucose data revealed that on (B)(6) 2025 bg at 6:52 pm was 390 mg/dl. Between 12:55am and 6:48pm, the system was not in use and the user had no sensor glucose data. At 6:57 pm sg = 248 and a review of the alert history confirmed that the user received a high glucose alert at 6:57 pm. The user did not seek medical treatment and resolved the event by taking insulin and resting. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Bases on initial escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for further investigation.sensor was returned from the field. In-house testing showed no malfunction. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed optical instability in all 4 sensing areas from around on (B)(6) 2025 onwards. The sensor also showed intermittent communication issues with the short end asic, but it is likely the transient optical instability observed that contributed to the observed inaccuracy. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.